Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter depilator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated the patient switched phones which allowed the ICD to successfully pair. It was noted there was no ble issue with the device itself. There were no reported patient consequences.